Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio also observed that the device would not power on when prompted.   Physio observed mold on the outside of the device.  Physio then opened the device to perform an internal inspection and observed more mold, as well as rust and corrosion on multiple internal components, indicating that the device had been in a wet environment.  The device's internal hybrid layer capacitor (hlc) batteries and charge pak had been depleted by the water damage to the device.  Additionally, the device's on/off switch had significant corrosion which prevented it from functioning. Based on the information available, it is reasonable to conclude that the cause of the reported issue was use error.